Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter aspirex was physically investigated. During physical investigation the guidewire was found torn out at 5.5 cm distance from the tip of the guidewire. Test guidewire was able to pass through the catheter with slight resistance. After working in the water nominal aspiration level was achieved. The reported mechanical jam of the catheter can be confirmed. A clogging of the catheter could appear due to a restricted flow of fluid inside the catheter, that can be lead back to an insufficient dosage of heparin, too fast advance of the catheter or insufficient addition of saline during treatment. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a procedure in the popliteal vein, the catheter allegedly failed to activate. It was further reported that the helix part seems to be stuck and cannot rotate. The procedure was completed using another device. There was no reported patient injury.